Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left vessel below the knee. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres (atm) for 20 seconds. However, during second inflation at 10 atm for 20 seconds, the balloon ruptured. The device was removed without any problem and pinhole on the balloon was noted. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient status was good.